Event description:
The customer reported a defective syringe. The defect was a 3cm crack on the side. This defect was recognized after a medication was drawn up into the syringe and injected into a bag of saline for an infusion. Upon injecting into the bag, some of the medication was ejected out through the crack. No information was received regarding any serious injury as a result of this report.